Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and the anastomosis was not complete. The surgeon was able to open the device and complete the procedure without any pt injury.